Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electromagnetic interference (emi) was seen on the right ventricular (rv) lead in an interrogated electrogram episode. The rv lead remains in use. No patient complications have been reported as a result of this event.